Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery charging led remained amber for a period of time longer than usual. The indicator changed to green after ejecting the battery and reinserting it. There was no report of pt involvement.